Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for further evaluation. Visual inspection of the returned provisional found signs of repeated use and a fracture on the lateral side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be misuse as the excessive force was used to separate the provisional assembly. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, after it was used, during disassembly the tibial articular surface provisional fractured. No patient involvement.